Event description:
It was reported to philips that the flexvision monitor control pc failed, causing a software jam on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
System rebooted; issue did not recur during testing. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).